Event description:
Pump #1 was reported to be set at 24 ml/hr with a 250 ml bag of heparin. 53 mls into the delivery according to what the pump reported to have delivered, the bag was found empty. Along with the reported overinfusion, an infiltration also occurred. Heparin therapy continued some time later. No pt injury resulted. The pt experienced bruising from the infiltration.